Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic piece from the jaw had come off in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The plastic piece on the jaw had come free from the jaw and was sitting in the plastic case. Please send replacement to the attention of (B)(6). They discarded device.

Manufacturer narrative:
Mar. 07, 2016 11:19 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Feb. 11, 2016 03:42 pm (gmt-5:00) added by (B)(6): the hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic piece from the jaw had come off in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Feb. 10, 2016 11:20 am (gmt-5:00) added by (B)(6): the plastic piece on the jaw had come free from the jaw and was sitting in the plastic case. Please send replacement to the attention of (B)(6). They discarded device.